Event description:
Patient reported experiencing elevated blood glucose level up to 420 mg/dl for 8 weeks. Patient alleges the pump delivers too low insulin. Patient reported the following blood glucose levels: at 9:50 am blood glucose level was 242 mg/dl, at 12 pm blood glucose level was 83 mg/dl, and at 2:20 pm blood glucose level was 229 mg/dl. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).